Event description:
The manufacturer received information alleging the liquid crystal display (lcd) screen was distorted on a trilogy evo device. The device was replaced with another trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during operational check of the device. The manufacturer's service technician evaluated the device and determined the display had malfunction on the device. The manufacturer's service technician replaced the device's lcd display to address the issue. After the part was replaced on the device, the manufacturer's service technician performed the final and run-in tests on the device, along with the battery and valve checks. The manufacturer's service technician found the device operating properly and cleaned it.